Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The non-totally occluded, de novo target lesion was located in the severely tortuous and severely calcified left circumflex artery. After pre-dilation was performed using a 3.5x14mm non-bsc balloon catheter, a 3.50x16mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. However, upon removal of the stent delivery system, it was noted that the stent was damaged. The physician decided not to stent the vessel and the procedure was completed with no other stent used. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were stent struts on the distal and proximal ends of the stent that were bent and lifted. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft and shaft polymer extrusion profiles. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The non-totally occluded, de novo target lesion was located in the severely tortuous and severely calcified left circumflex artery. After pre-dilation was performed using a 3.5x14mm non-bsc balloon catheter, a 3.50x16mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. However, upon removal of the stent delivery system, it was noted that the stent was damaged. The physician decided not to stent the vessel and the procedure was completed with no other stent used. No patient complications were reported and the patient's status was stable.